Event description:
According to an email on 08/19/2018: "patient initiated a livechat session with me [manufacturer's representative] on (B)(6)2018. Her exact information given is the following: I have your mitral valve put in on (B)(6) 2017 I have been in aflutter since then. I have had cardioversion 2x's and an ablation neither of them were successful, they now want to do a pacemaker. Complainant is a confirmed on-x mitral valve recipient."

Manufacturer narrative:
A review was held of the available information. Patient had atrial conduction disturbance prior to placement of the valve which likely contributed to the atrial flutter post-operation. There is no indication that the valve contributed to the atrial conduction disturbance. According to the processing records the valve met all specifications prior to release and no non-conformance's or deviations are noted with the valve. A definitive root cause is unknown; however, evidence suggest patient comorbidities to be the underlying factor. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to an email on 08/19/2018: "patient initiated a livechat session with me [manufacturer's representative] on (B)(6) 2018. Her exact information given is the following: I have your mitral valve put in on (B)(6) 2017 I have been in aflutter since then. I have had cardioversion 2x's and an ablation neither of them were successful, they now want to do a pacemaker. Complainant is a confirmed on-x mitral valve recipient."